Event description:
On (B)(6) 2017, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat an ulcer like projection. Both endoprostheses were implanted without any reported issues. On an unknown date in 2018, a follow-up computed tomography scan reportedly revealed a new dissection at the edge of the distal gore® tag® device (tgu313110j/16050353). On (B)(6) 2018, a re-intervention was performed whereby an additional gore® tag® device was implanted distally to treat the dissection. The outcome of the procedure and current status of the patient were not available.